Event description:
It was reported by the rep that when the devices were used during a rouxen-en-y procedure, they delivered malformed staples. Opened another device to complete the case. There was no consequence to patient.